Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial started (B)(6) 2020. It was reported that they were leaking a lot when they got out of surgery. They said they were constipated in their stomach and couldn't urinate until the morning of the report. They said the procedure was uncomfortable. They were asked if the stimulation was uncomfortable and they responded that was working nice. They complained they had a lot of blood in their diaper. They were redirected to their doctor with health concerns. It was unknown if the issue was resolved at the time of the report.